Event description:
On 12/30/96, an erratic result was received and reported for the bhcg assay. An initial result of 362 mlu/ml was reported. The pt was admitted to the hosp. Based on the bhcg result, with the diagnisis of dehydration, pregnancy and rule out ectopic pregnancy. A pelvic sonogram, performed on 12/31/96, showed a left cystic mass. A new sample was drawn from the pt on 12/31/96 and gave a result of 0.0 mlu/ml. The sample from 12/30/96 was than rerun and also gave a result of 0.0 mlu/ml. According to the account, controls I and ii were within range on 12/30/96 and 12/31/96. A corrected report was issued on 12/30/96 and 12/31/96 and the pt was discharged from the hosp.